Event description:
It was reported that at the user facility, the device was running without user activation. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility, the device was running without user activation. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported run-on was not able to be duplicated by a manufacturer repair technician through functional evaluation; however, a failed e-box was found, which can lead to the reported event.